Manufacturer narrative:
On 28-feb-2024, the product investigation was updated with further information. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the medical team determined that the valve part of the sheath was defective and leaking saline fluid. The sheath was being used on the patient when the leakage occurred. The location of the leakage was the side port. No visual damage was found on the product. No blood return was observed. The issue didn't cause a procedural delay. The procedure continued and there were no patient consequences reported.